Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician felt resistance while advancing the ace68 within the non-penumbra sheath over a non-penumbra guidewire and the ace68 became stuck. The physician, therefore, attempted to retract and remove the ace68, however, while retracting, the physician felt resistance and the ace68 began to unravel. The physician was able to fully retract and remove the ace68 from the sheath. The physician then decided to treat the patient using lytic therapy and, therefore, the procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the ace68 was stretched starting approximately 103.0 cm from the hub. The device was fractured approximately 108.0 cm from the hub and the coil winds were unraveled from the proximal fractured segment. The distal fractured segment was kinked approximately 114.0 and 125.0 cm from the hub. The distal tip of the ace68 was ovalized. The total length of the ace68 was approximately 140.5 cm. The non-penumbra guidewire was curled on its distal end. Conclusions: evaluation of the returned ace68 revealed it was fractured. This damage typically occurs due to forceful retraction against resistance. Further evaluation revealed kinks on the returned ace68. These kinks were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. The non-penumbra sheath was not returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.